Event description:
A report was received on 19 sep 2024 from a healthcare professional at a critical care facility, stating a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2024. Although requested, additional information was not provided. There was no report of adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. A supplier corrective action request has been opened to address this with the contract manufacturer. An 806 notice has been provided to the FDA.